Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with a life-threatening acute type b dissection which was complicated by malperfusion and that was treated with the implantation of two conformable gore tag thoracic endoprosthesis. Reportedly the left subclavian artery was unintentionally partially covered, but no other adverse effects were reported. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with a life-threatening acute type b dissection which was complicated by malperfusion and that was treated with the implantation of two conformable gore® tag® thoracic endoprosthesis. Reportedly the device moved proximal during the deployment and the uncovered stent part of the device covered the left subclavian artery partially. No adverse effects to the patient are known and the patient tolerated the procedure.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with a life-threatening acute type b dissection which was complicated by malperfusion and that was treated with the implantation of two conformable gore® tag® thoracic endoprosthesis. Reportedly the device moved proximal during the deployment and the uncovered stent part of the device covered the left subclavian artery partially. No adverse effects to the patient are known and the patient tolerated the procedure.